Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a health care provider (hcp) needed help troubleshooting and likely replacing a non-functioning device. The hcp wanted to contact a manufacturer representative.